Manufacturer narrative:
Medical devices: d284trk ICD implanted: (B)(6) 2010, product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that during device follow up the right ventricular (rv) lead was noted to have high defibrillation impedance and the left ventricular (lv) lead had high pacing impedance. There were confirmed fractures of the lead with suspected subclavian crush. The leads were explanted and replaced. No patient complications have been reported as a result of this event.